Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator for pain management experienced issues with the therapy not working. The patient reported receiving a "settings not available" message and stated that the stimulation was not functioning at all. The patient was using group a settings and was advised to switch to group b, but this did not resolve the issue. The patient was redirected to their healthcare provider for further assistance and had an appointment scheduled with their pain doctor in providence, ri. The patient was also informed that a message would be sent to local representatives for follow-up, although no specific timeframe for a response was provided. Rep reported that patient had 40,000 ohms impedance on electrodes 2,7 and 9. Patient was reprogrammed to not include electrodes 2,7 and 9. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.